Manufacturer narrative:
Concomitant medical products: porous offset ha stem - collarless size 4 left former centerpulse, ref# (B)(4), lot# 60876696; liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells, ref#(B)(4), lot#60876696. The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. This is a split case with zimmer inc., (B)(4). Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox head and was revised after 10 years due to head breakage, pain and trunnion wear.

Event description:
No change to event description.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: ceramic head breakage. Event summary: patient was implanted with biolox head on (B)(6) 2008 and fell down in (B)(6) 2018. X-rays taken on (B)(6) 2018 revealed a fracture of the ceramic femoral head and the patient underwent revision surgery on (B)(6) 2018. Further it was reported, that the friction from the fractured head resulted in significant wear of the trunion on the stem and subsequent titanium debris in surrounding tissue. Review of received data - no medical data such as x-rays or surgical notes have been received. - one picture of the explanted stem and biolox head has been received. The biolox head is only partially in this picture. There are two smaller pieces of ceramic next to it, which leads to the conclusion that the ceramic head is fractured. However, no statements concerning the nature of the fracture can be done. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. 2. Root cause analysis: root cause determination using rmw for biolox delta head: - implant breakage due to insufficient fatigue strength; not possible a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - implant breakage due to insufficient material thickness leading to implant breakage; not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head, dislocation, dissociation, implant breakage due to insufficient connection strength between head and stem due to insufficient material properties and/or design; not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - reduced performance of implant, implant breakage, abrasive wear due to aging of material; not possible a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - implant breakage, nerve injuries, vascular injuries due to design specification not met; not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. - implant breakage, abrasive wear, dissociation, nerve injuries, vascular injuries due to design specification not met (e.g. Head does not provide feedback during assembly onto stem taper); not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head, implant breakage, corrosion, metalosis, dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper) possible, as it cannot be excluded based on the available information. It remains unknown, whether the information given in IFU (chapter: "warnings", "general instruction for revision of ceramic components" and "assembling the femoral heads") has been considered. - implant breakage, implant surface damage, nerve injuries, vascular injuries due to excessive impaction force when assembling head on stem taper possible, as it cannot be excluded based on the available information. It remains unknown, whether the information given in IFU (chapter: "warnings" and "assembling the femoral heads") has been considered. - failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation, implant fracture, soft tissue impingement due to inappropriate assembling of head with stem (e.g. Insufficient impaction force and/ or off axis impaction, torque on head) possible, as it cannot be excluded based on the available information. - increased wear, damaged implant due to inadequate handling of the medical device in the or leading to damaged device possible, as it cannot be excluded based on the available information. It remains unknown, whether the information given in IFU has been considered. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products not possible the implants were found to be compatible. Conclusion summary: it was only reported that the patient was implanted with biolox head on (B)(6) 2008 and fell down in (B)(6) 2018. X-rays taken on (B)(6) 2018 revealed a fracture of the ceramic femoral head and the patient underwent revision surgery on (B)(6) 2018. Further it was reported, that the friction from the fractured head resulted in significant wear of the trunion on the stem and subsequent titanium debris in surrounding tissue. The products were not returned for an investigation, therefore no in-depth analysis could be performed. Most likely, a fracture of the ceramic head occurred during the trauma the patient experienced early in 2018. Broken off ceramic parts can potentially lead to wear of the metal components. Due to the unavailability of any x-rays, surgical reports or the explants, this cannot be confirmed. Based on the given information and the results of the investigation, no exact root cause could be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., warsaw reference number (B)(4).